Manufacturer narrative:
Testing and investigation is complete. Although the complaint could not be confirmed and probable cause could not be determined due to insufficient information, known information reasonably suggests that the same sequence of the events occurred as indicated in the formal investigation related to the issue of false positive e323 alarm. Investigation revealed that a false positive e323 alarm may occur only when the battery is fully charged (in trickle charge state) and the pump is unplugged from and re-plugged into ac power within approximately 7 seconds. When the ac power removal is detected, the battery charger algorithm exits the trickle charge state and goes back to initial charge state. Due to an approximate 7 second hardware delay in detection of ac removal, the battery charging algorithm may not detect the removal of ac power if the pump is quickly plugged back into ac power. In this case, the battery charger state will remain in the trickle charge state instead of moving to charger off state. If the charge current drawn by the battery exceeds the 300 ma high trickle charge threshold for 3 consecutive seconds after plugging the infuser back into ac, a false-positive e323 alarm occurs that initiates a low priority audible and visible alarm with the message ¿keep plugged into ac! Service battery / replace pump¿. Due to a software defect, the battery state is incorrectly marked as depleted and the pump restarts and prompts the user to restore the existing therapy. The e323 alarm does not persist and will not be present when the pump restarts. If the device is not attended to after the restart, an n102 ¿no action¿ alarm will occur after 2 minutes to remind the clinician to take action. Based on the investigation results, the identified root cause is related to a software issue. The issue has been resolved with a software patch that prevents the false positive e323 ¿ high trickle current alarm, by increasing the duration of detection logic of e323 from 3 seconds to a 5 minute sliding window. An e323 alarm is generated only if the 80% of filtered current readings are above 300 ma (trickle current threshold) in the 5-minute sliding window. Upon detecting an e323 condition, the charging algorithm disables the charging circuit to protect the battery. The infusion does not stop and continues to run ¿e323¿ as a low priority alarm. The e323 alarm is cleared only if the pump is powered off and on. Concomitant medical products: norepinephrine, vasopressor, antibiotics, relaxation medication(s), IV fluids.

Event description:
The event involved a customer allegation of three devices that powered down and rebooted which then directed the clinician to program the device again for a ¿new patient¿ when unplugged from an ac power strip. The customer reported that a nurse in the intensive care unit was caring for a mechanically ventilated patient that was being treated with vasopressors, intravenous fluids (ivf), antibiotics, and one or two medications for relaxation. The nurse unplugged the devices from ac power and re-plugged them within a reported five seconds and three of six infusion pumps rebooted and the programmed medication information was cleared. One of the pumps that rebooted was infusing norepinephrine and it was reported that the patient became hypotensive. During the two minutes that it took to reprogram the device, the patient was given a titration of the unspecified vasopressor. The customer confirmed that no other interventions were provided and there was no serious injury to the patient. The device was not returned to the testing facility and the customer cannot confirm that there was an assertion of an e323 alarm. However, known information reasonably suggests that the same sequence of events occurred as related to the issue of false positive e323 alarm and indicated in the health hazard analysis completed on 23-dec-2016. It was determined that this malfunction could cause or contribute to a death or serious injury in the high risk critical care population, since the ability of the operator to intervene is reduced due to the need to troubleshoot multiple pumps. A field action in the form of a customer letter was initiated on 30-dec-2016.